Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for blood glucose of 55 mg/dl with ketones. Customer could not provide treatment during hospitalization and did not know hospital discharge date. Reportedly, the issue was resolved and there was no permanent damage to the customer. Customer was unsure of the cause but reported 'pump was broken'. No pump alerts or alarms occurred prior to the event. Tandem technical support made multiple attempts to obtain additional specific information and perform system check but the customer did not respond.